Event description:
Tmj implants, inc. Was unable to investigate this specific complaint. In order to complete an investigation, the following info is necessary: specific device info such as product number or lot number confirming that the medwatch is related to company's device. In addition, the type of device listed is a "tmj disc implants - bilaterally". Tmj implants, inc. Do not supply disc implants, company does provide bilateral fossa-eminence prostheses.

Event description:
Received first bilateral disc replacement in 2002 from dr. Three-four months after the surgery there was slight improvement. A few months later the jaw began to seize up, while popping in and out of the joint, which never occurred before. Visits to the oral surgeon became fewer and fewer until finally stopped going as it was pointless. Two years after implant surgery in more pain than ever experienced in lifetime. Recently saw dr who said there was nothing else he could do.